Event description:
It was reported that during a routine band adjustment, the saline could not be added or removed from the port. The port was replaced without any patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.